Event description:
It was reported during routine generator change out that high pacing impedance was noted on the right ventricular lead. Fracture was suspected. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.